Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level in the morning was 68 mg/dl. Juice was consumed and a temporary basal rate was set to address the low bg. The customer thought that the low bg was due to the need to adjust the basal settings. The customer received an occlusion alarm. The customer resolved the occlusion by resuming insulin delivery. The customer's blood glucose (bg) level was 180 mg/dl.